Manufacturer narrative:
H10: the customer was advised to connect the 2 tanks and wall. The remote manufacture service technician provided part identification for o2 manifold. The customer found when the vent was sent out with a patient in the ambulatory car the oxygen would start leaking. But performing any leakage test in the shop they found no such leaks. The caller wanted to know if it is normal to not have the o2 manifold kit. The customer reported that the issue was resolved, no further information provided. H11: g1 updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported the oxygen (o2) tank is leaking. The customer indicated the unit is fine, but the o2 tank is leaking and the tank is not connected to a manifold. The remote manufacturer's service technician advised the customer that it is recommended to connect the tanks and wall. The remote manufacturer's service technician provided part identification for the o2 manifold. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.